Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequences. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. Customer¿s blood glucose level was 196 mg/dl. The customer reverted to manual injections for insulin therapy.